Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and ten days of post deployment, the patient presented with right upper quadrant abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with oral and intravenous contrast demonstrated that an inferior vena cava filter was noted to the right of l3 with several of the limbs extended outside the wall of the vena cava, with no surrounding hematoma or fluid. Eight years and four months later, computed tomography (CT) abdomen without contrast showed that the tip of the inferior vena cava filter was angulated towards the right by 16-degrees and slightly posteriorly by 5-degrees. The tip of the inferior vena cava filter lay well below the renal veins without any proximal migration. No fractures or bending of the struts were noted. Several of the anterior and left-sided struts extended beyond the inferior vena cava wall by 2-5 mm. Two of the struts were embedded within the posterior and right lateral aortic wall. Another strut was ventrally embedded within the wall of the small bowel at its surface. Another strut posterior on right abutted an osteophyte of the vertebral body at l3-l4. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with major trauma, multiple pelvic fractures and prolonged bedrest. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis with oral and intravenous contrast revealed that the filter struts extended outside the wall of the vena cava and the filter angulated towards the right. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced right upper quadrant abdominal pain; however, the current status of the patient is unknown.